Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by turbid effluent. The cause of the peritonitis was not reported. On the same day, the patient was hospitalized for the event. On an unknown date, the patient was treated with unknown treatment for the event. At the time of this report, the patient was recovering and pd therapy was ongoing. Additional information is not available.